Event description:
It was reported that an 840 ventilator had a faulty display. The ventilator was not on a patient at the time of the event. A service engineer (se) inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) and updated the backlight inverter pcbs. The unit passed all testing and operated within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a gui board (graphical user interface) faulty. The ventilator was not on a patient at the time of the event. The repair of the device has not been completed.